Event description:
The pt services rep (psr) assisting a (B)(6) female pt called in to zoll lifecor customer support to report that the pt's electrode belt had bent pins. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem (damaged connector) has been confirmed. As received, the electrode belt was found to have a dent in the metal key of the belt connector. The dent prevented the electrode belt from successfully connecting to the monitor. All of the pins were intact, however, the damaged keying mechanism prevented proper alignment with the connector. The root cause of the connector damage cannot be positively identified. The electrode belt was also found to have a few leaking blisters. The cause of the leaking gel was heavy creasing of the therapy electrode pad. The root cause of the heavy creasing cannot be positively identified. No adverse event resulted from the defective electrode belt connector. The pt was provided with a replacement electrode belt.